Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump errors. Customers blood glucose value at the time of incident was unknown. Customer stated that insulin pump passed displacement test and self test. Customer reported that the insulin pump error alarm reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, self test and occlusion test. No battery anomalies noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 or pump error 82 noted. Motor was tested outside device and passed. Pump error 53 found in the device history due to software error.